Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The control board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device was unable to pace. Complainant did not indicate that there was any patient involvement in the reported malfunction.